Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device kept burning after the actuation was released. The tip was still smoking while inside the pt, the surgeon removed it and it was still burning. The hospital switched out the hemopro device to complete the procedure. The hospital did not report any pt complications. The power cord used with the device was not a maquet product. The extension cable was brand-new and the hospital follows IFU sterilization procedures.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).